Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient had called with the pump alarming error code 1870. The batteries had been removed and reinserted after 10 seconds. The pump had been powered on, and the settings had been reviewed: residual volume 153.6 ml, rate 5.4 ml/hr, volume given 93.40 ml. An attempt had been made to restart the pump, but a no disposable alarm had occurred. The alarm had been silenced. The pump had been powered down, and the patient had been instructed to clamp the tubing closest to the port, and the cassette had been removed. The cassette tubing had been massaged, and the cassette had been tapped on a hard surface. The cassette had been reattached, the port tubing had been unclamped, and the pump had been powered on. The no disposable alarm had returned, and the process had been repeated. The no disposable alarm had still persisted. The patient had been instructed to power down the pump and contact the clinic. She had reported that she had contacted them prior to calling the hotline and had been instructed to go there for assistance. The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.